Manufacturer narrative:
Initial and final (B)(4) - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issue with five infusion sets on (B)(6) 2025. The infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.